Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil had migrated after placement and became entangled with another coil. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right internal carotid artery anchor with a max diameter of 4.5 mm and a 2 mm neck diameter. It was noted the patient's blood flow was ordinary and vessel tortuosity was moderate. It was reported that the 5th coil has been implanted, but when attempting to rewind it, the 4th coil (the coil that caused the defect this time) became stuck in the 5th coil. The microcatheter was removed from the system, so the coil could not be moved distally. It was reported there was migration after placement. The cause of the migration was it became entangled in the 5th coil. Perhaps the ball part of the connection between the coil and delivery wire of the 4th coil (the coil that caused the defect this time) had protruded. The coil was not placed in the intended position as it was removed from the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a headway 17 microcatheter.

Event description:
Additional information received reported the cause of the migration was not determined. No detachment attempts were made. No damage was observed to the pushwire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #809710354:equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5 as found condition: the axium prime implant coil was returned for analysis within a shipping box; and within two resealable plastic biohazard pouches. It is likely the other axium prime coil involved in the event is pe 706667448 and will be addressed in that pe. Visual inspection/damage location details: the axium prime implant coil was found stretched and damaged with the polypropylene filament retracted within the implant. The pusher was not returned for analysis. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil migration after deployment¿ and ¿difficult placement/position¿ cannot be confirmed through device analysis and no images/videos were submitted for review. Customer reported that the other axium prime coil became entangled with this returned axium prime implant coil, causing the coil to migrate and not remain in the desired location. The implant likely became stretched/damaged due to the entanglement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.